Manufacturer narrative:
The field service engineer (fse) found that check valve cv31 was clogged. The fse replaced check valve cv31 and the instrument ran without any leaks. (B)(4).

Event description:
The customer reported a leak inside the coulter hmx hematology analyzer w/ autoloader. The volume of the leak was not specified and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.